Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. It was noted that the parameters are all in range; however, the power consumption is high. The estimated battery longevity is currently showing 3 years remaining. A copy of device memory was saved and submitted to technical services (ts) for review. Engineering analysis confirmed that the power consumption increased recently for no known reason. Ts also noted that lead diagnostics are stable. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: the field indicated that no further action has been taken. The clinical recommendations are to observe and increase the frequency of follow-up visits.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. It was noted that the parameters are all in range. However, the power consumption is high. The estimated battery longevity is currently showing 3 years remaining. A copy of device memory was saved and submitted to technical services (ts) for review. Engineering analysis confirmed that the power consumption increased recently for no known reason. Ts also noted that lead diagnostics are stable. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. A follow-up visit has been scheduled for october.